Event description:
It was reported there were coupling and or communication issues. Use of al (antenna locate) resulted in a por (power on reset) being displayed on insr which then lead to the normal recharging screen. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3777-60 lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: product typ lead product ID 3777-60 lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: product typ lead product ID 37752 lot# serial# (B)(4), implanted: explanted: product typ recharger product ID 37743 lot# serial# (B)(4), implanted: explanted: product typ programmer. (B)(4).